Event description:
Lead was explanted due to impedance issues. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the insulation was circularly constricted 37.5 cm distal to the is4 connector pin indicating the ligature marks. At 36.5 cm distal to the is4 connector pin the conductor coil was found fractured. This damage can be considered the root cause for the clinically observed impedance alerts. Due to the conductor fracture the dc resistances and the pacing impedance were not properly measurable during the electrical analysis. Based on the characteristics of the damage it can be assumed that the lead was subjected to severe mechanical stress in the implanted state. The location in close proximity to the ligature marks indicate a kink proximal to the suture sleeve or a tight winding in the pocket area. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.